Event description:
It was reported that no ¿click¿ was heard when one oversleeve portion was attached. And the two parts could be disengaged. A replacement extension tubing had to be used.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0980 showed forty-six other similar product complaint(s) from this lot number.